Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the distal protector was removed from the device, it was noted that the stent was released from the balloon catheter. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a stent was returned for analysis on a pig tail mandrel with a stent protector. The stent delivery system (sds) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. Damage was noted to the entire stent with the most severely damage and stretching noted to the mid-section. The inner diameter (ID) of the returned stent protector was measured and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the distal protector was removed from the device, it was noted that the stent was released from the balloon catheter. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.